Event description:
It was reported that the gastrointestinal videoscope had a e315 incompatible scope error. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had foreign objects and the air/water tube had foreign objects. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.